Event description:
On (B)(6) 2022 an MRI technician at(B)(6) (appt time 5:20pm pt) insisted my progear particulate filter respirator & surgical n95 mask (rp88010 - small/petite) was ok to wear in the t2 MRI machine. I asked her for an MRI safe mask 2-3 times and every time I asked she cut me off mid ask and in a very annoyed tone, insisted my n95 mask was fine to wear. During my lumbar MRI (without contrast) I felt some mild discomfort on the bridge of my nose. When I left the facility and took my mask off in my car I noticed the bridge of my nose was light red and I had what looked like a mask-made wrinkle in the bridge of my nose. That wrinkle turned out to be a small blister on my nose. It seems I have a mild burn on the bridge of my nose. Even though the blister is small & my nose isn't discolored, the my skin feels very sensitive and irritated and slightly painful; and I will need to forego wearing my glasses (at least) today as they rest exactly where the burn is. I believe that this is "not" a failure of the product but a negligent failure of the technician to follow standard safety procedures by not allowing products with metal in them in an MRI machine & summarily dismissing my concern about wearing a mask with metal in it in an MRI machine. I guessed at the test results, test unit, low & high test ranges as it didn't seem exactly relevant to my situation. Of course, please let me know if I can provide more details. FDA safety report ID #(B)(4).